Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that, during a revision surgery, the femoral head was replaced with a competitor device due to pain. It is unknown if a delay happened during surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision tha was performed approximately 5 months post implantation due pain. Reportedly, the surgeon says devices were not defective and the head was revised with a competitor device. Requested operative reports and imaging were not provided for inclusion in the medical investigation; therefore, the root cause could not be fully assessed. The patient impact beyond the reported pain and subsequent early revision could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.